Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further reported.